Event description:
Healthcare professional reports one incident of a patient death during patient treatment. Patient was found unresponsive 1 hour and 15 minutes into the patient's dialysis treatment. Patient was immediately attended to by emergency room personnel, defibrillated and intubated. Resuscitation was unsuccessful.